Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine post-procedure follow-up. It was revealed that the patient exhibited a hematoma at the incision site; it was noted that the patient was on blood thinner. The device was pushed close to the skin due to tight clothing and was visible as the skin was too thin. The implantable cardiac monitor was explanted and there were no adverse consequences to the patient.